Manufacturer narrative:
The most probable root cause of this incident is classified in the equipment category, equipment design. The excess chemistry in the hpm discharge area fell off on the carrier web and caused the stray chemistry defect observed in the returned sample. This event most probably occurred at the discharge of the hpm which creates the cell pack. The carrier web layer travels under the hpm section and is joined with the cell pack at the hpm discharge area. Chemistry can build up at the hpm discharge and may spill over and onto the carrier web traveling beneath. This issue can occur when excess chemistry from the chemistry dosing hopper or from the dosing belt cannot be adequately removed by the chemistry recycling belt or the chemistry recycling vibratory tray. Batch r54819 remains in released status. No corrective actions were identified for this event. Preventive actions: commitment 1842857 was initiated to develop an engineering solution to apply guarding at the hpm discharge to prevent stray chemistry from falling onto the carrier web.

Event description:
Black powder/substance all over both ends that adhere to your skin [accidental exposure to product], black powder/substance all over both ends that adhere to your skin/the magnetic discs inside the fabric thing had shattered on 3 of them and was crumbling all inside [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number r54819, expiration date nov2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported she used thermacare heatwraps 3 or 4 times a week. She does not like taking pain meds all the time, so the heatwraps are a life saver. On an unspecified date, the patient reported she got a couple of bad wraps. She elaborated as 2 of the packs had bad wraps where the heating elements were broken and there was black powder/substance all over both ends that adhere to your skin. The patient further stated the magnetic discs inside the fabric thing had shattered on 3 of them and was crumbling all inside. The magnetic thing didn't get on her but was crumbling inside the fabric, besides not heating. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The most probable root cause of this incident is classified in the equipment category, equipment design. The excess chemistry in the hpm discharge area fell off on the carrier web and caused the stray chemistry defect observed in the returned sample. This event most probably occurred at the discharge of the hpm which creates the cell pack. The carrier web layer travels under the hpm section and is joined with the cell pack at the hpm discharge area. Chemistry can build up at the hpm discharge and may spill over and onto the carrier web traveling beneath. This issue can occur when excess chemistry from the chemistry dosing hopper or from the dosing belt cannot be adequately removed by the chemistry recycling belt or the chemistry recycling vibratory tray. Batch r54819 remains in released status. No corrective actions were identified for this event. Preventive actions: commitment 1842857 was initiated to develop an engineering solution to apply guarding at the hpm discharge to prevent stray chemistry from falling onto the carrier web. Severity of harm: s3. Follow-up (24apr2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (27jul2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (16apr2019 and 31aug2019): new information received from a contactable consumer and product quality complaint group included: new verbatim "the magnetic discs inside the fabric thing had shattered on 3 of them and was crumbling all inside" and severity of harm. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: the event: "contents of the heat discs were leaking out of a back wrap" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device., comment: the event "contents of the heat discs were leaking out of a back wrap" (device leakage) and (accidental exposure to product) were assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The events were assessed as associated with the use of the device.